Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, the issue was resolved without the malfunction recurring, and they were advised to continue using the pump while also being instructed to call back if the problem occurred again.